Event description:
It was reported that the external pulse generator turned off immediately when the battery was removed. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, one side bail cover was broken, the ring cover was broken, one side bail was missing, the ring was missing, the keyboard pad was damaged, and the serial number label was damaged. (B)(4).